Event description:
It was reported that during an unknown procedure, the device was bent near the jaw. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/31/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. D4: batch #performed for the finished device batch x95u2m. Investigation summary: visual analysis of the returned sample determined that the 5dcs device was received with the one scissored damaged. In addition, the packaging opened was returned along with the instrument. Due to the condition of the scissored damaged did not cut properly. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch x95u2m number, and no non-conformances were identified.